Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5033875, on (B)(6) 2014. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain\pelvic pain') in an adult female patient who had essure (batch no. A78081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test." The patient's medical history included flank pain. Concurrent conditions included uterine bleeding and cyst of ovary. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced fallopian tube cyst ("large cyst with fallopian tubes of 12 mm size"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("severe bleeding"), headache ("blinding headaches"), hot flush ("low grade fryers"), fatigue ("fatigue"), depression ("depression"), abdominal distension ("swelling like 5 month pregnant (I am not), apathy ("lack of desire or drive to do any daily task or routine"), dysmenorrhoea ("cramping pains on during after my cycle/doubled over in fetal position\ dysmenorrhoea (cramping), abdominal discomfort ("odd flutter like tickle in abdomen"), arthralgia ("wrist joint ache"), muscle spasms ("low back spasm"), feeling abnormal ("internal tickle"), abdominal pain lower ("cramping"), dyspareunia ("painful sex\dyspareunia (painful sexual intercourse), mood swings ("mood swings"), polymenorrhoea ("2 periods a month every month rather than one"), anaemia ("borderline anemic"), migraine ("migraine"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia( heavy menstrual bleeding), alopecia ("hair loss"), gastrointestinal disorder ("gi conditions"), insomnia ("insomnia"), anxiety ("anxiety"), endometriosis ("endometriosis"), vaginal haemorrhage ("abnormal bleeding (vaginal), nausea ("I had terrific nausea") and suture related complication ("not good for my stitches") and was found to have weight increased ("gained weight despite eating properly") and neoplasm ("tumors"). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, headache, fatigue, depression, abdominal distension, weight increased, dysmenorrhoea, abdominal pain lower, mood swings, migraine, abdominal pain, back pain, menorrhagia, alopecia, neoplasm, gastrointestinal disorder, insomnia, anxiety, endometriosis and vaginal haemorrhage had resolved, the fallopian tube cyst, hot flush, apathy, abdominal discomfort, arthralgia, muscle spasms, feeling abnormal, dyspareunia, polymenorrhoea, nausea and suture related complication outcome was unknown and the anaemia had not resolved. The reporter provided no causality assessment for abdominal discomfort, abdominal distension, abdominal pain lower, anaemia, apathy, arthralgia, depression, dysmenorrhoea, dyspareunia, fallopian tube cyst, fatigue, genital haemorrhage, headache, hot flush, migraine, mood swings, muscle spasms, polymenorrhoea and weight increased with essure. The reporter considered abdominal pain, alopecia, anxiety, back pain, endometriosis, feeling abnormal, gastrointestinal disorder, insomnia, menorrhagia, nausea, neoplasm, pelvic pain, suture related complication and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of removal: (B)(6). Received treatment for pain-abdominal pain, back pain, menorrhagia, hair loss, tumors, gi conditions, insomnia, menorrhagia, migraine, weight gain, dyspareunia, dysmenorrhea. Discrepancy noted in essure insertion date:- (B)(6) 2013 and (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media: new reporter , event I had terrific nausea, not good for my stitches added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5033875) on 27-feb-2014. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain\pelvic pain') in an adult female patient who had essure (batch no. A78081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included flank pain. Concurrent conditions included uterine bleeding and cyst of ovary. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced fallopian tube cyst ("large cyst with fallopian tubes of 12 mm size"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("severe bleeding"), headache ("blinding headaches"), hot flush ("low grade fryers"), fatigue ("fatigue"), depression ("depression"), abdominal distension ("swelling like 5 month pregnant (I am not)"), apathy ("lack of desire or drive to do any daily task or routine"), dysmenorrhoea ("cramping pains on during after my cycle/doubled over in fetal position\ dysmenorrhoea (cramping)"), abdominal discomfort ("odd flutter like tickle in abdomen"), arthralgia ("wrist joint ache"), muscle spasms ("low back spasm"), feeling abnormal ("internal tickle"), abdominal pain lower ("cramping"), dyspareunia ("painful sex\dyspareunia (painful sexual intercourse)"), mood swings ("mood swings"), polymenorrhoea ("2 periods a month every month rather than one"), anaemia ("borderline anemic"), migraine ("migraine"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia( heavy menstrual bleeding)"), alopecia ("hair loss"), gastrointestinal disorder ("gi conditions"), insomnia ("insomnia"), anxiety ("anxiety"), endometriosis ("endometriosis"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("I had terrific nausea"), suture related complication ("not good for my stitches") and decreased appetite ("little appetite") and was found to have weight increased ("gained weight despite eating properly") and neoplasm ("tumors"). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, headache, fatigue, depression, abdominal distension, weight increased, dysmenorrhoea, abdominal pain lower, mood swings, migraine, abdominal pain, back pain, menorrhagia, alopecia, neoplasm, gastrointestinal disorder, insomnia, anxiety, endometriosis and vaginal haemorrhage had resolved, the fallopian tube cyst, hot flush, apathy, abdominal discomfort, arthralgia, muscle spasms, feeling abnormal, dyspareunia, polymenorrhoea, nausea, suture related complication and decreased appetite outcome was unknown and the anaemia had not resolved. The reporter provided no causality assessment for abdominal discomfort, abdominal distension, abdominal pain lower, anaemia, apathy, arthralgia, depression, dysmenorrhoea, dyspareunia, fallopian tube cyst, fatigue, genital haemorrhage, headache, hot flush, migraine, mood swings, muscle spasms, polymenorrhoea and weight increased with essure. The reporter considered abdominal pain, alopecia, anxiety, back pain, decreased appetite, endometriosis, feeling abnormal, gastrointestinal disorder, insomnia, menorrhagia, nausea, neoplasm, pelvic pain, suture related complication and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of removal: 43080. Received treatment for pain-abdominal pain, back pain, menorrhagia, hair loss, tumors, gi conditions, insomnia, menorrhagia, migraine, weight gain, dyspareunia, dysmenorrhea. Discrepancy noted in essure insertion date:- (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complain.t most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received. New event little appetite was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5033875 on 27-feb-2014. The most recent information was received on 21-oct-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain\pelvic pain'), genital haemorrhage ('severe bleeding') and fallopian tube cyst ('large cyst with fallopian tubes of 12 mm size') in an adult female patient who had essure (batch no. A78081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included flank pain. Concurrent conditions included uterine bleeding and cyst of ovary. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced fallopian tube cyst (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("blinding headaches"), hot flush ("low grade fryers"), fatigue ("fatigue"), depression ("depression"), abdominal distension ("swelling like 5 month pregnant (I am not)"), apathy ("lack of desire or drive to do any daily task or routine"), dysmenorrhoea ("cramping pains on during after my cycle/doubled over in fetal position\ dysmenorrhoea (cramping)"), abdominal discomfort ("odd flutter like tickle in abdomen"), arthralgia ("wrist joint ache"), muscle spasms ("low back spasm"), feeling abnormal ("internal tickle"), abdominal pain lower ("cramping"), dyspareunia ("painful sex\dyspareunia (painful sexual intercourse)"), mood swings ("mood swings"), polymenorrhoea ("2 periods a month every month rather than one"), anaemia ("borderline anemic"), migraine ("migraine"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia( heavy menstrual bleeding)"), alopecia ("hair loss"), gastrointestinal disorder ("gi conditions"), insomnia ("insomnia"), anxiety ("anxiety"), endometriosis ("endometriosis") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("gained weight despite eating properly") and neoplasm ("tumors"). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, headache, fatigue, depression, abdominal distension, weight increased, dysmenorrhoea, abdominal pain lower, mood swings, migraine, abdominal pain, back pain, menorrhagia, alopecia, neoplasm, gastrointestinal disorder, insomnia, anxiety, endometriosis and vaginal haemorrhage had resolved, the fallopian tube cyst, hot flush, apathy, abdominal discomfort, arthralgia, muscle spasms, feeling abnormal, dyspareunia and polymenorrhoea outcome was unknown and the anaemia had not resolved. The reporter provided no causality assessment for abdominal discomfort, abdominal distension, abdominal pain lower, anaemia, apathy, arthralgia, depression, dysmenorrhoea, dyspareunia, fallopian tube cyst, fatigue, genital haemorrhage, headache, hot flush, migraine, mood swings, muscle spasms, polymenorrhoea and weight increased with essure. The reporter considered abdominal pain, alopecia, anxiety, back pain, endometriosis, feeling abnormal, gastrointestinal disorder, insomnia, menorrhagia, neoplasm, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of removal: 43080. Received treatment for pain-abdominal pain, back pain, menorrhagia, hair loss, tumors, gi conditions, insomnia, menorrhagia, migraine, weight gain, dyspareunia, dysmenorrhea. Discrepancy noted in essure insertion date:- (B)(6)2013 and (B)(6)2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2019: pfs received. Concomitant condition added. Events: abnormal bleeding (vaginal) was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5033875) on 27-feb-2014. The most recent information was received on 01-oct-2019. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain\pelvic pain') and fallopian tube cyst ('large cyst with fallopian tubes of 12 mm size') in an adult female patient who had essure (batch no. A78081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced fallopian tube cyst (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("blinding headaches"), hot flush ("low grade fryers"), fatigue ("fatigue"), depression ("depression"), abdominal distension ("swelling like 5 month pregnant (I am not)"), apathy ("lack of desire or drive to do any daily task or routine"), dysmenorrhoea ("cramping pains on during after my cycle/doubled over in fetal position\ dysmenorrhoea (cramping)"), abdominal discomfort ("odd flutter like tickle in abdomen"), arthralgia ("wrist joint ache"), muscle spasms ("low back spasm"), feeling abnormal ("internal tickle"), abdominal pain lower ("cramping"), genital haemorrhage ("severe bleeding"), dyspareunia ("painful sex\dyspareunia (painful sexual intercourse)"), mood swings ("mood swings"), polymenorrhoea ("2 periods a month every month rather than one"), anaemia ("borderline anemic"), migraine ("migraine"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia( heavy menstrual bleeding)"), alopecia ("hair loss"), gastrointestinal disorder ("gi conditions"), insomnia ("insomnia"), anxiety ("anxiety") and endometriosis ("endometriosis") and was found to have weight increased ("gained weight despite eating properly") and neoplasm ("tumors"). Essure was removed. At the time of the report, the pelvic pain, fatigue, depression, abdominal distension, weight increased, abdominal pain lower, genital haemorrhage, mood swings, migraine, abdominal pain, back pain, menorrhagia, alopecia, neoplasm, gastrointestinal disorder, insomnia, anxiety and endometriosis had resolved, the fallopian tube cyst, headache, hot flush, apathy, dysmenorrhoea, abdominal discomfort, arthralgia, muscle spasms, feeling abnormal, dyspareunia and polymenorrhoea outcome was unknown and the anaemia had not resolved. The reporter provided no causality assessment for abdominal discomfort, abdominal distension, abdominal pain lower, anaemia, apathy, arthralgia, depression, dysmenorrhoea, dyspareunia, fallopian tube cyst, fatigue, genital haemorrhage, headache, hot flush, migraine, mood swings, muscle spasms, polymenorrhoea and weight increased with essure. The reporter considered abdominal pain, alopecia, anxiety, back pain, endometriosis, feeling abnormal, gastrointestinal disorder, insomnia, menorrhagia, neoplasm and pelvic pain to be related to essure. The reporter commented: date(s) of removal: (B)(6). Received treatment for pain-abdominal pain, back pain, menorrhagia, hair loss, tumors, gi conditions, insomnia, menorrhagia, migraine, weight gain, dyspareunia, dysmenorrhea. Discrepancy noted in essure insertion date: (B)(6) 2013 and (B)(6) 2013. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received; case become incident & new events-abdominal pain, back pain, menorrhagia, hair loss, tumors, gi conditions, insomnia, device monitoring procedure not performed, were added. Lawyer was added. Outcomes were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.